Event description:
Additional information was reported indicating that this patient was checked in clinic. The rv configuration impedance measurements were, rv coil to can at 126 ohms and the rv coil to right atrial coil was greater than 200 ohms. The health care professional (hcp) stated that they will increase the impedance alert trigger to 150 ohms and continue to monitor. The hcp stated that there also seems to be double counting the r-wave, or cross chamber oversensing. This is intermittently observed after an atrial pace or atrial sense beat. The hcp increased sensitivity to 0.8 and could still see the oversensing. The hcp was to discuss further with the electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was an alert for the right ventricular (rv) shock lead impedance being greater than 125 ohms. It was discussed that there has been a slow rise in peak impedances over time. Technical services noted troubleshooting options and recommend considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported indicating that this patient was checked in clinic. The rv configuration impedance measurements were, rv coil to can at 126 ohms and the rv coil to right atrial coil was greater than 200 ohms. The health care professional (hcp) stated that they will increase the impedance alert trigger to 150 ohms and continue to monitor. The hcp stated that there also seems to be double counting the r-wave, or cross chamber oversensing. This is intermittently observed after an atrial pace or atrial sense beat. The hcp increased sensitivity to 0.8 and could still see the oversensing. The hcp was to discuss further with the electrophysiologist. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received. Additional information was reported that a commanded shock was being performed to test the shock lead impedance (sli). Prior to the commanded shock, sli measurements ranged from 149 to greater than 200 ohms. The field representative noted that both proximal and distal coils are involved, but the proximal has more of the mineralization than the distal. In triad configuration a 41 joule shock was delivered and yielded 78 ohms. The physician decided to program the single coil configuration. No additional adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.

Event description:
It was reported that there was an alert for the right ventricular (rv) shock lead impedance being greater than 125 ohms. It was discussed that there has been a slow rise in peak impedances over time. Technical services noted troubleshooting options and recommend considering a commanded shock delivery. No adverse patient effects were reported. This product remains in service. This report will be updated, should additional information be received.